Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has low pressure and was "malfunctioning." There was no patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual testing was done. Front panel slightly bent and input/output label is damaged. Performed cycling light check for functional testing. Cycle light is out of spec. The reported problem was verified. There was low pressure alarming even with back pressure added from 8.5-11.5. The cycle light was recalibrated. The main board was replaced to fix the failure. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had low pressure and was "malfunctioning". There was no patient involvement.